Event description:
It was reported that, "the a-p sizer was used in the first case of the day and worked great. The sizer was sent to central processing cleaned and then sterilized, when we tried to use the instrument on the second case with the same surgeon it did not function correctly. We used a different sizer for the case and there were no consequences to the pt or with the doctor. The problem with the a-p sizer is that the turn knob doesn't tighten, it just keeps spinning."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.